Event description:
It was reported that the pump malfunctioned, with the battery depleting notably prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance for resetting the pump, but the customer was unable to perform the reset at the time and planned to call back. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.